Event description:
7271 in por, evaluation of disk revealed a failure in the timer indicating short charge time. Blood noted in 6932, dark spot on 7271 shield and insulation defect behind connector of 6940. Tests indicated short circuit (insulation defect) w/6932.